Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. A cut located at the tubing / bushing was also identified. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. Clear passage did not reveal any issues. Leak testing and clamp function testing identified an internal leak through the closed twist clamp. The reported condition was verified. The cause of the condition could not be determined. However, a potential cause of the broken occluder foot is if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents this could damage the twist clamp materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve and main body of a minicap transfer set were damaged which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.